Event description:
It was reported the patient experienced intermittent stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and showed the lead is fractured. The patient underwent surgical intervention to remove and replace the lead which resolved the issue. The patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.